Event description:
It was reported that two weeks prior to (B)(6) 2020 the patient presented with his inflatable penile prosthesis (ipp) device not working properly. Testing identified there was a crack in the "pump connection tube." The ipp pump was explanted on (B)(6) 2020 and a new ipp pump was implanted.

Manufacturer narrative:
Device evaluation: the ams 700 momentary squeeze (ms) pump was visually inspected. There was a leak at the pump strain relief kink resistant tubing (krt) cylinder junction due to fatigue. The pump was not functionally tested due to this leak as well as contamination. Therefore, allegation of reported events was confirmed.

Event description:
It was reported that two weeks prior to (B)(6) 2020 the patient presented with his inflatable penile prosthesis (ipp) device not working properly. Testing identified there was a crack in the "pump connection tube." The ipp pump was explanted on (B)(6) 2020 and a new ipp pump was implanted.